Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to insert a non-penumbra access catheter into a neuron max, the physician experienced resistance; therefore, the neuron max and access catheter were removed. Upon removal from the patient¿s body, a "kink" was noticed on the body of the neuron max. The procedure was completed using a new neuron max and the same access catheter. There was no report of an adverse effect to the patient.